Event description:
It was reported that a shaft fracture occurred. The target lesion was located in the left anterior descending artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the delivery shaft of the guidezilla became fractured. The procedure was not completed. No patient complications were reported and the patient's status was stable. It was further reported that the guidezilla was removed via a guide catheter.

Manufacturer narrative:
Device evaluated by manufacturer: received product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Inspection revealed a partial separation at the distal shaft/collar area, shaft damage (flattened) for a length of 13 cm, and tip damage (flattened). Inspection of the rest of the device found no other damage. Analysis of the returned device was found consistent with the reported information, and the fracture was confirmed.

Event description:
It was reported that a shaft fracture occurred. The target lesion was located in the left anterior descending artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the delivery shaft of the guidezilla became fractured. The procedure was not completed. No patient complications were reported and the patient's status was stable.